Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. Medical records and x-rays were not provided to stryker for review. This is the same patient/event as MFR.# 9610726-2007-00017.

Event description:
It was reported that the arthroplasty was revised due to loosening of the femoral and tibial components. The femoral and tibial components were revised. The components were implanted in situ for 3.21 y.